Event description:
Asku.

Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high impedance measurements up to 2500 ohms and oversensing as evidenced by a high short interval count. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (b)(): partial lead in segments was returned analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, there was exposed defibrillator coil with a white substance, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix/lobe mechanism,he lead was flexed and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.